Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were intermittently unavailable. A review of the system logfiles found motor assembly error. Upon troubleshooting actions, the fse replaced the fd shift motor but was unable to achieve calibration. Subsequently, the fse replaced the amc triple servo drive and carried out the necessary adjustments and calibrations. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements of the stand was unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.